Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The caller resolved the issue by plugging the charging cable into a wall adapter, which allowed the pump to begin charging, and no further assistance was required.